Event description:
A caller reported experiencing a cgm error 42 with their pump, which had occurred three or more times on the device. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support arranged to send a replacement pump with updated software to the customer, and the customer was advised to continue using their current pump as a backup therapy in the meantime. The customer was also instructed on returning the faulty pump and understood the necessary steps for transitioning to the new device.